Event description:
Hook was passed to surgeon and inserted into operative site. During exploration of the surgical area with the instrument, the tip of the hook broke off the shaft of the instrument. The piece of metal was retrieved by the neptune suctioning device. No harm to the patient.